Event description:
A follow up call was made and the customer reported being hospitalized with low blood glucose of 50mg/dl. The customer stated that she was driving to work when she was feeling low and stopped to get something to increase her glucose level. The customer arrived to her work, but she could not breathe and was taken to the hospital. The customer mentioned that the sensor glucose and the blood glucose readings were off or out of range. The customer run out of supplies and has not been using the sensors since then. Troubleshooting was declined as customer currently does not have any issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-85744.